Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump displayed error code 41786, which likely indicates a printed wiring assembly (pwa) board issue. The event occurred during infusion. No patient harm was reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were able to verify the reported problem upon power up. The mainboard, the cam sensor and the bracket were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.